Event description:
According to the facility the patient experienced skin irritation related to the use of an optifoam dressing.

Manufacturer narrative:
According to the facility the patient experienced skin irritation related to the use of an optifoam dressing that was placed postoperatively. Per the facility the patient required "sulfamethoxazole-trimethoprim 800-160mg tab bid for 10 days and given one dose of rocephin in the ER" related to the reported reaction. Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.